Event description:
New information states that the patient presented in clinic on (B)(6) 2015 for unscheduled follow up. The lead was explanted on (B)(6) 2015.

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the left ventricular lead exhibited capture anomaly. Chest x-ray revealed that the lead had dislodged. On (B)(6) 2015, the patient presented to clinic for lead revision. The lead was explanted successfully for unrelated reason. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).